Manufacturer narrative:
B3. The date of the event is unknown; therefore, the event date will be recorded as the first day of ICU aware date. The suspect pump was returned for evaluation. The review of the event history log (ehl) identified ¿cassette latch closed: no cassette¿ alarm. A review of the 12-month service history confirmed that no service records were identified during this period. A visual inspection and functional testing were performed. The reported issue was confirmed through the error report, and the probable cause was determined to be a downstream occlusion (dso) sensor malfunction. The dso sensor and latch lock assembly were replaced, which resolved the issue. Performance verification testing (pvt) was performed, and the unit passed all testing criteria.

Event description:
It was reported that during testing, the pump experienced a brarimetric occlusion failure. Upon investigation found cassette not attached alarm. This is a high-priority alarm which will interrupt patient therapy. There was unknown patient involvement and unknown patient harm reported.